Event description:
As reported, during pre-use inspection and flushing, the inflation lumen luer connector of the 6x18 palmaz blue and aviator plus was found to be cracked. The procedure was completed by replacing the balloon catheter. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU) and removed from sterile packaging without difficulty. The device maintained negative pressure during preparation and was not used in the patient. The intended procedure targeted the renal artery, with lesion calcification reported as absent and vessel tortuosity, stenosis, and chronic total occlusion status unknown. A 1:1 contrast-to-saline ratio was used. The indeflator was not torqued against resistance, and it was not successfully used with other devices. No resistance was noted when introducing the balloon through the rotating hemostatic valve or guide catheter, and the catheter never entered the vessel, therefore did not encounter difficulty advancing, crossing the lesion, bending, or kinking. The device will be returned for evaluation.

Manufacturer narrative:
As reported, during pre-use inspection and flushing, the inflation lumen luer connector of the 6x18 palmaz blue and aviator plus was found to be cracked. The procedure was completed by replacing the balloon catheter. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU) and removed from sterile packaging without difficulty. The device maintained negative pressure during preparation and was not used in the patient. The intended procedure targeted the renal artery, with lesion calcification reported as absent and vessel tortuosity, stenosis, and chronic total occlusion status unknown. A 1:1 contrast-to-saline ratio was used. The indeflator was not torqued against resistance, and it was not successfully used with other devices. No resistance was noted when introducing the balloon through the rotating hemostatic valve or guide catheter, and the catheter never entered the vessel, therefore did not encounter difficulty advancing, crossing the lesion, bending, or kinking. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 6x18/142p pkg¿ was received for analysis in a clear plastic bag. The device was unpacked for inspection. The balloon was not inflated and remained in its original manufacturing pleated condition. Additionally, a crack was observed in the luer hub. No other anomalies were noted. The luer hub was inspected using a vision system, where a crack line was identified during visual analysis. This condition was further examined using a microscope to observe the feature in greater detail. The cracked area on the hub exhibited evidence of fatigue striation. Additionally, the balloon surface was inspected with a vision system observing that it does not present any damage. The reported ¿luer hub cracked¿ condition was observed during analysis. Detailed examination of the luer hub using a vision system revealed a cracked area that displayed fatigue striation, which are indicative of damage caused by repeated or sustained tensile stress exceeding the material's yield strength. This type of damage is commonly associated with mechanical overload conditions such as excessive torque or axial force. A potential contributing factor is overtightening of the luer connection during device setup or use. Repeated or forceful tightening may lead to microfractures that propagate over time, resulting in the observed cracking. This mechanism is consistent with the fatigue striations and crack morphology found on the hub. However, the exact cause of the reported event cannot be conclusively determined. Procedural factors and handling of the device during preparation likely resulted in the observed damage as evidenced by product evaluation. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ based on the available information and product evaluation, there is no evidence to suggest that the reported event was related to a design or manufacturing deficiency. As such, no corrective or preventive action is warranted at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during pre-use inspection and flushing, the inflation lumen luer connector of the 6x18 palmaz blue and aviator plus was found to be cracked. The procedure was completed by replacing the balloon catheter. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU) and removed from sterile packaging without difficulty. The device maintained negative pressure during preparation and was not used in the patient. The intended procedure targeted the renal artery, with lesion calcification reported as absent and vessel tortuosity, stenosis, and chronic total occlusion status unknown. A 1:1 contrast-to-saline ratio was used. The indeflator was not torqued against resistance, and it was not successfully used with other devices. No resistance was noted when introducing the balloon through the rotating hemostatic valve or guide catheter, and the catheter never entered the vessel, therefore did not encounter difficulty advancing, crossing the lesion, bending, or kinking. The device will be returned for evaluation.